Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, insulin pump¿s buttons were harder to press, arrow and act button sometimes had to press buttons twice, unexplained no delivery alerts not due to site issues and battery life has diminished. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.